Event description:
The pt reported that the power pack of his infusion device makes an abnormal noise and date is not displayed correctly on the infusion device and no e2 (battery depleted) error is shown. He changed the power pack and had no further issues. The pt also reported experiencing elevated blood glucose of 399 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged power pack was discarded. No product will be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further information is obtained, it will provided in the supplemental report. No product will be returned for eval.